Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 311 mg/dl with 0.1 mmol/l of acetone while wearing a pod between 1 and 4 hours on the arm. The prestataire reported 'the pod did not trigger the algorithm, resulting in the absence of a basal rate setting, only a 0.6 iu setting, and an automax mode without a dotted line (basal)'. As a result, the basal rate delivered was reported to be 4x less than usual, which led to hyperglycemia. It was reported that there was no alerts triggered.